Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module objective lens cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module. In addition, we confirmed that the lcb distal cover glass fluid damage, the remote control button(1) perforated, the insertion flexible tube (ift) buckled, the distal body worn out, and the ccd module shadow in image; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.